Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was able to be confirmed and duplicated. The issue shows; alarmed circuit occlusion and ext high ppeak problem. There found faulty component q8 measuring low voltage on pin 3. The returned part will be scrapped. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a defective gas delivery engine (gde). The unit has passed all test, calibrations and is working to manufacture specifications.